Event description:
It was reported a revision of the lead had been planned for reasons not specified but was not carried out due to the absence of the patient from the clinic. The lead is currently still in use, and no adverse patient effects were reported.